Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in a non-calcified circumflex artery which had an angulated take off. A 3.00mm x 20mm emerge balloon catheter was introduced for dilatation. Difficulty was encountered while advancing the balloon and after a lot of struggling, the balloon shaft was broke about 1/3 of the way from the hub, outside of the body. A non-boston scientific (bsc) balloon was used next with the aid of a guidezilla extension catheter. The procedure was completed with bsc balloons. There were no patient complications nor injuries reported.